Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator was evaluated in-clinic as beeping was heard from the device. On interrogation, it was noted the device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Device replacement was recommended. Boston scientific technical services (ts) offered a disk analysis of the data, but the health care professional (hcp) declined and noted the device would be changed-out. No adverse patient effects were reported. At this time, available information suggests that the device remains implanted.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
--

Event description:
Additional information was received that this device was successfully explanted and replaced. There were no additional adverse patient effects. The hospital retained the device, and it is anticipated that it will be returned for analysis.

Manufacturer narrative:
(B)(4). This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Code 1003 was confirmed to have been recorded. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; basic sensing, pacing and shocking functions of the device were verified. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery voltage was lower than expected, but still supported full device function. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to a low-voltage capacitor connected to the device¿s battery. This capacitor is used in the device¿s high-voltage charging operation in order to facilitate fast charge times. Diminished performance of this capacitor resulted in a high current drain, which was depleting this device¿s battery faster than normal. Further analysis was completed and it was determined that the cause of the leaky capacitor was due to a margin crack in the active region of the capacitor.

Manufacturer narrative:
As no further information concerning this report is currently available, our investigation is complete. This investigation will be updated should further information be provided.